Event description:
Covidien received information that, during patient use, an 840 ventilator experienced a screen block error. The patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the user facility via phone. The customer informed covidien that the touchframe is to be replaced. During a follow-up with the user facility, the device was confirmed to be repaired, and returned to clinical use without issue. The touchframe was replaced to resolved the issue. (B)(4)